Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was unknown as the next of kin had not yet received the death certificate. The caller stated that the customer had anti fossil lipid antibodies and spiking blood glucose levels that may have led to the customer's passing. The customer¿s blood glucose was 437 mg/dl at the time of the blood glucose spike. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was becoming confused and was unable to use the pump by themselves. The customer was not using sensors. The customer had a heart attack on (B)(6) 2019 and went down hill after going into the hospital. The caller stated the customer was having a hard time breathing and they did a tracheotomy and the inr was too high and she bled out. The caller declined to return the insulin pump for analysis.